Event description:
A blood glucose test was performed on a pt with a result of 505mg/dl. A second test was done with a different device with a result of 347mg/dl. Another test was performed with the first device used and the result was 563mg/dl. A lab was drawn and the result was 308mg/dl. Controls were stated to be in range. A request was made for the return of the suspect device and replacement product was sent.